Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Hemorrhage is listed in the acusnare polypectomy snare instructions for use as a potential complication associated with gastrointestinal endoscopy. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective actions: the report of difficulty with snare retraction has been brought to the attention of the appropriate internal personnel. Further investigation is underway as part of quality review board (qrb) activities. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a polypectomy to remove a 4cm gastric polypoid tumor, the physician used a cook endoscopy acusnare polypectomy snare. The snare was placed around the polyp and the physician was unable to cut through the polyp. The snare would not fully close and was unable to be removed from the polyp. The physician cut the handle from the snare and removed the endoscope. The endoscope was readvanced into position beside the acusnare catheter and a second snare was used to cut pieces from the polyp until the first snare was able to be dislodged from the polyp and removed from the pt. The polyp was injected with adrenaline and a coagulation probe was used to stop bleeding that occurred during the procedure. The pt was hospitalized overnight for monitoring. The pt was discharged the next day. The pt was readmitted one week later for follow-up and discharged two days later. There were no long term or permanent adverse effects to the pt as a result of this occurrence.